Event description:
A diamondback peripheral orbital atherectomy device (oad) was inserted into the distal posterior tibial near the plantar area using a 7fr sheath. Two runs were made, one on low speed and one on medium speed. Afterwards, the oad became stuck. Several attempts were made to remove the device with glide assist, a small balloon, and lastly an attempt to cut in front of the device to remove the sheath and drive shaft, however, these attempts were unsuccessful. The patient was sent for surgery and the oad was removed. The patient was stable before, during, and after the event.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).